Manufacturer narrative:
A physio-control service technician evaluated the customer's device and was unable to duplicate the reported issue.. The electronic patient records were downloaded and reviewed. It was verified that there was one instance where there were dashed lines in lead ii and the ECG rhythm was not visible through the ECG electrodes. The rhythm was not visible for approximately 30 seconds. Later in the electronic patient file (pco) the device runs out of waveform memory so no other instances of the reported issue could be verified. The root cause of the reported issue could not be determined. The service technician performed other unrelated repairs and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device was used to deliver pacing to a patient, and the device was intermittently losing its connection to the patient through defibrillation electrodes. In this state, defibrillation therapy may have been unavailable, if it was needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The patient was a 72 year old male and 88 kg in weight. The patient associated with the reported event was not harmed.

Event description:
A customer contacted physio-control to report that their device was used to deliver pacing to a patient, and the device was intermittently losing its connection to the patient through defibrillation electrodes. In this state, defibrillation therapy may have been unavailable, if it was needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was used to deliver pacing to a patient, and the device was intermittently losing its connection to the patient through defibrillation electrodes. In this state, defibrillation therapy may have been unavailable, if it was needed. There were no reports of adverse effects to the patient as a result of the reported event. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.